Event description:
An email from (B)(6) was received with a customer's report. The report stated that a few event occurred when the incorrect rate was entered into the pump. During a follow-up call with the customer, it was reported that when the pump is viewed at certain angles it is difficult for their staff to distinguish between the line for vtbi and the line for rate. As a result, there had been a "couple" of instances when clinicians had incorrectly keyed the volume to be infused (vtbi) value in the rate field. The nurses use the vtbi function on the pump as an alarm to check on the patient 4 hours later. When starting an infusion, they enter a vtbi value that will take 4 hours to be infused (e.g. If the rate is 2cc/hr, they input the volume to be infused as 8cc, so they will be alarmed 4 hours later). The nurses intend to press the "vtbi" arrow (which is close to the rate arrow) but sometimes mistakenly press the rate arrow instead. When this happens and is not noticed, the medication infuses at a different rate than intended. There was no patient harm or medical intervention reported. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). Event occurred at: (B)(6). Although requested, no device serial numbers were provided and no product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation.